Event description:
Following the reportable event which occurred in MFR report number 3006010712-2020-00013, a second zilient wire was used to continue the procedure. The wire tip appeared to become stuck in the plaque and began to fray. The wire became fully unwound and disconnected in the vessel. A snare was used to remove the wire. The vessel was rewired, and the lesion was treated. The procedure was delayed by 30 minutes or more.

Manufacturer narrative:
Complaint investigation underway.

Event description:
Following the reportable event which occurred in MFR report number 3006010712-2020-00013, a second zilient wire was used to continue the procedure. The wire tip appeared to become stuck in the plaque and began to fray. The wire became fully unwound and disconnected in the vessel. A snare was used to remove the wire. The vessel was rewired, and the lesion was treated. The procedure was delayed by 30 minutes or more.